Event description:
It was reported, the powered laser surgical instrument fiber broke, then overheated and began burning. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was not returned for evaluation, which prevented the device from being evaluated. The investigation was unable to determine the cause of the broken / overheating of the fiber. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: per the soltive laser system IFU: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.